Manufacturer narrative:
No button error alarm was noted. The insulin pump had unresponsive buttons due to a flattened escape button dome switch. No unexpected screen scroll was noted. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, scratched reservoir tube window and a cracked reservoir tube lip.

Event description:
It was reported the customer's esc and up button was not working. The customer also stated their buttons were sticking. Customer's blood glucose was 10.7 mmol/l. A button error alarm was also found during troubleshooting. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.